Manufacturer narrative:
The viatorr instructions for use states potential clinical and device adverse events include: vessel trauma or rupture. The device was retained by the hospital, so no engineering analysis could be conducted.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported the physician was implanting a gore® viatorr® tips endoprosthesis with controlled expansion. Prior to device expansion, the deployment string broke. The chainlink expanded device was not able to be recaptured into the sheath. It was pulled back up into the right jugular vein and a cutdown was performed to remove the device from the patient. The patient was doing well following the procedure.